Event description:
It was reportedt to covidien on (B)(6) 2014 that a customer had an issue with a dialysis catheter. The customer states that a mahurkar dialysis catheter slid out of the securement that remained sutured to the patient. This issue has resulted in replacement of line and associated discomfort, delay/lapse in treatment (crrt).

Manufacturer narrative:
The manufacturing lot number associated with this complaint was not provided. Without the lot number, a device history record (DHR) review could not be performed. All dhrs are reviewed for accuracy prior to product release. The complaint sample was not returned to the manufacturing site for review. Without the sample, it is not possible to determine a confirmed root cause of this issue. Should the sample be returned in the future, this complaint will be re-opened for further investigation. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. This information will be utilized for tracking and trending purposes to determine the need for corrective action.

Manufacturer narrative:
Submit date: 10/16/2014.an investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
Submit date: 01/20/2015. The possible causes were identified. No lot number was provided, therefore, it is not possible to perform a device history record (DHR) review. The product sample was received within a generic plastic bag. It consisted of one 13.5 fr mahurkar catheter, straight shaft w/straight extensions. The catheter had signs of use (blood residues). Visual inspection revealed that the suture wing was received separated from the catheter. However, dimensional testing shows that suture wing and the hub are within specifications and therefore can be discarded as a potential failure. More information was requested to the customer and no additional evidence was provided for this analysis. As per the instructions for use, it is needed to perform a visual inspection before using the device, since states: do not use catheter if it is crushed, cracked, cut, or otherwise damaged. And continues, catheter tubing can tear when subjected to excessive force or rough edges. Inspect the catheter frequently for nicks scrapes, cuts, etc., which could impair its performance. Sample evaluation indicates that there are no issues identified on the device's material since both the hub and suture wing were found within specifications. Therefore it can be concluded that the root cause cannot be confirmed, since there are several conditions on the field that could contribute to the occurrence of this event; however, there is no enough evidence to confirm any of them.

Event description:
Based on the event description, customer states that a mahurkar dialysis catheter slid out of the securement that remained sutured to the patient, it can be noticed that the user did not identify any defect prior to insertion and therefore based on the ishikawa diagram, the suture wing was more likely detached during use. The reported device's condition has been confirmed. With the available information, the most probable root cause could be considered as misuse: suture wing could be detached from the device due to excessive force. No additional actions are required. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. As per procedure, incoming performs sampling inspection and manufacturing performs suture wing assembly inspection, which would identify this issue in the catheter assembly. This complaint will be used for tracking and trending purposes.